Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID 8709sc; serial# (B)(4). Implanted: (B)(6) 2012, product type catheter. The catheter (B)(4) was returned for analysis. Analysis of the catheter found an indent in the seal of the sutureless connector that met occlusion criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The infusion system was returned. The return paperwork indicated that the patient had died on (B)(6) 2016. The cause of death was chronic obstructive pulmonary disease and that the leading cause was tobacco use. Other significant conditions contributing to death but not resulting in the underlying cause included: chronic kidney disease, atrial fibrillation, and hypertension. A healthcare professional later reported that the patient had been in the hospital prior to their passing due to pneumonia. There was no allegation or information that reasonably suggests that the patient infusion system caused or contributed to the patient death or health issues and the return paperwork did not suggest or question a malfunction. The infusion system underwent routine analysis. The pump had been used to deliver morphine, 10 mg/ml at 2.78 mg/day and the indication for use was spinal stenosis, degenerative disc disease, and spinal pain.

Manufacturer narrative:
Additional review determined that the conclusion code no longer applies and has been updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.